Event description:
It was reported the surgeon inserted a competitor's lens with the aq cartridge and the lens was torn by the cartridge during insertion. The lens was removed and another lens was successfully implanted without any patient injury.